Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during removal of the bag from the patient's abdomen the wire of the bag broke. All the parts were removed from the patient.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. IFU 940268-000000 says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. The IFU prescribed that to remove of memobag, use graspers to grasp the closure loop located at the end of the closure wire. The root cause of this complaint cannot be determined based on limited information provided and without a returned sample. As the root cause was not determined, no corrective I preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that during removal of the bag from the patient's abdomen the wire of the bag broke. All the parts were removed from the patient.